Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 17, 2015 the reporter contacted lifescan (lfs) (B)(4) alleging that the lay user/patient&#38112;onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter did not know exactly when the alleged inaccuracy issue began, but stated that on review of the meter memory, blood glucose results of 45 and 150mg/dl were recorded within 5 minutes of each other (it is unknown whether there had been any intervention between the results). Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. It is unknown to the reporter what medications if any the patient takes to manage his diabetes, or whether he made any changes to his usual diabetes management routine in response to the reported issue. The reporter did not specify any symptoms experienced, other than several results of 20mg/dl in the meter memory during (B)(6) 2015, and witnessed to also be in the patient's notes by a nurse. In response to the reported issue, the hcp hospitalized the patient and monitored him by cgm (continuous glucose monitoring) and the nurse supervised the patient's testing procedure during this time, as it was suspected the patient may have been taking the sample from where he squeezed alcohol. During the hospital stay, no results of 20 mg/dl were observed and the results from cgm were stable. The patient was released from hospital. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the patient's testing procedure was correct, the unit of measure was set correctly at time of testing and the test strips were not expired. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurate readings on the subject device, and was subsequently hospitalised by an hcp for continuous glucose monitoring after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.